Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, foreign material adhered to the distal end; however, we could not identify the foreign material. Olympus confirmed that foreign material adhered to device, but a definitive root cause cannot be determined. No physical damage was found at the locations where foreign material remained. Also, based on the results of the investigation, foreign material was found inside the light guide lens, and since the adhesion location of foreign material was not on the external surface of the device, the foreign material could not be removed by reprocessing. The presumed cause may have been that the lens glue was peeled off due to physical stress by hitting or dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lenses and caused corrosion. We could not identify the foreign material and a definitive root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Suggested event 1: residual liquid at distal end. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope suggested event 2: inside of lg-lens was dirty. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope the distal end had residual liquid and the inside of the light guided lens had foreign material. There were no reports of patient involvement.